Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, metallosis and synovial fluid buildup. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04172/04174).

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch. Medical devices: 11-173664, m2a 38mm mod hd+6mm nk no skrt, 652260; 11-103204, taperloc por fmrl lat 10x140, 527800. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the patient's legal counsel that the patient's right hip was revised approximately eleven years post-implantation due to infection, loosening, and inflammation. Medical records noted aspiration prior to revision, low cell count but it grew staph, purulence, no signs of mom, no black staining of the tissue, and an abscess which was debrided and irrigated during the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.